Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump informed customer the blood glucose (bg) was too low to administer a bolus. Customer confirmed delivery of bolus and blood glucose (bg) was lowered to approximately 40 mg/dl. Customer consumed carbohydrates and glucose gummies to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.